Event description:
It was reported through the litigation process that approximately 25 days post port implant, the port was unable to be flushed. It was further reported that approximately 53 days post implant, the port was unable to be flushed. Approximately 60 days post port implant, broken tubing was surgically removed from the pulmonary artery. Seven days later the broken port was surgically removed. The patient reportedly experienced pain in the left underarm, ribs, and back; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the lot number for the malfunction was provided and a lot history review was performed. Investigation summary: sample evaluation could not be performed, as the device was not returned. However, fluoroscopy/CT images were provided for review. The fluoroscopic image of marginal diagnostic quality. The CT images are non-diagnostic. The left ij port catheter tip appears to be within the superior vena cava but cannot be otherwise evaluated. Based on the images review, the report of break and migration of the catheter cannot be confirmed. Although a definitive root cause could not be determined, incorrect assembly of the port catheter, and catheter lock, pinch-off, and flexural fatigue, etc. Could have potentially caused or contributed to the reported event. It is unknown if procedural or patient issues contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4, h6(device: 1562 - material separation) h11: e1, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has not been returned for evaluation, however medical images were received. The investigation is currently underway.

Event description:
It was reported through the litigation process that approximately 25 days post port implant, the port was unable to be flushed. It was further reported that approximately 53 days post implant, the port was unable to be flushed. Approximately 60 days post port implant, broken tubing was surgically removed from the pulmonary artery. Seven days later the broken port was surgically removed. The patient reportedly experienced pain in the left underarm, ribs, and back; however, the current status of the patient is unknown.